Event description:
It was reported to boston scientific corporation that a gold probe was used in the patient¿s small intestine during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2015 according to the complainant, during the procedure, the device failed to transmit current and would not generate any heat. The procedure was completed with a second gold probe device using the same generator and settings. No visible issue to the complaint device or packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned gold probe¿ revealed that the device did not have any visible failure. An electrical evaluation was performed and the device was found within specification. The complaint was not confirmed, device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause is "not confirmed". A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the patient's small intestine during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015 according to the complainant, during the procedure, the device failed to transmit current and would not generate any heat. The procedure was completed with a second gold probe device using the same generator and settings. No visible issue to the complaint device or packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.